Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 20 mg/dl while wearing the pod between 36 and 48 hours. Paramedics came to the home and the patient was treated with glucose gel. The pod was removed and insulin pens were prescribed; paramedics suggested patient go to the hospital but he refused.